Event description:
It was reported that it was thought that the patient might have a lead off. The patient had been having problems with her battery for a few months prior to this report. The patient had an x-ray and then was advised by her healthcare provider (hcp) to meet with a manufacturer representative to have her device checked before following up with her hcp on 2014 (B)(6). The patient was trying to schedule an appointment with the representative at the time of this report. Follow-up was performed to determine if the patient had received any assistance with the reported issues, if any troubleshooting had been done, if a cause had been found, if the problem was resolved, if the patient was receiving effective therapy, and if the patient had any further concerns regarding the device or therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); explanted: product type lead. (B)(4).